Manufacturer narrative:
Analysis/device evaluation: upon receipt of the sample, visual examination was performed over the entire length of the catheter, which revealed several kinks along the length of the catheter. The catheter appears to have been reshaped during the return shipping process. Functional testing of the balloon portion of the catheter was performed by attempting to inflate the balloon. The balloon did not inflate and fluid began dripping from the distal end of the balloon. A material rupture was identified near the distal marker band. The complaint sample was decontaminated and prepared for further evaluation. A lot history review revealed this is the only complaint associated with balloon rupture for this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the returned sample is undergoing additional evaluation which has not yet been completed. Upon completion of the investigation, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during off label treatment of in-stent restenosis on the brachiocephalic vein a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured at 10 atmospheres with the first inflation. The health care professional (hcp) gained patient access with a 7 french introducer sheath and terumo glidewire. The hcp prepared and flushed the lutonix dcb in the normal fashion and used a bard presto indeflator to inflate the lutonix dcb. After the lutonix dcb ruptured, it was removed without difficulty, and another lutonix dcb was used to successfully treat the target vessel. The physician was in-serviced by bard pre procedure regarding the off label use of lutonix dcb catheters, but still elected to use the catheter for the patient procedure. Bard performed an additional in-service post procedure regarding the off label use and proper use of lutonix dcb's. No adverse patient effects were reported.

Manufacturer narrative:
Analysis/device evaluation: upon receipt of the sample, visual examination was performed over the entire length of the catheter, which revealed several kinks along the length of the catheter. The catheter appears to have been reshaped during the return shipping process. Functional testing of the balloon portion of the catheter was performed by attempting to inflate the balloon. The balloon did not inflate and fluid began dripping from the distal end of the balloon. A material rupture was identified near the distal marker band. The complaint sample was decontaminated and prepared for further evaluation. A lot history review revealed this is the only complaint associated with balloon rupture for this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: returned product analysis confirmed the material rupture to be a longitudinal tear in the balloon, starting at the distal bond. The catheter shaft was kinked in multiple locations and severely bent at the proximal end of the proximal balloon bond which caused extreme constriction of the inner lumen. A definitive root cause for the rupture could not be determined. It is unknown if procedural issues contributed to the reported event. If additional information is obtained, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during off label treatment of in-stent restenosis on the brachiocephalic vein a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured at 10 atmospheres with the first inflation. The health care professional (hcp) gained patient access with a 7 french introducer sheath and terumo glidewire. The hcp prepared and flushed the lutonix dcb in the normal fashion and used a bard presto indeflator to inflate the lutonix dcb. After the lutonix dcb ruptured, it was removed without difficulty, and another lutonix dcb was used to successfully treat the target vessel. The physician was in-serviced by bard pre procedure regarding the off label use of lutonix dcb catheters, but still elected to use the catheter for the patient procedure. Bard performed an additional in-service post procedure regarding the off label use and proper use of lutonix dcb's. No adverse patient effects were reported.